Manufacturer narrative:
This device will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that at implant after connecting this device to the lead undersensing was seen. Thus the device was not used and will be returned. No adverse patient effects were reported.

Event description:
It was reported that during the procedure, after connecting this device to the lead, undersensing was seen. Thus the device was not used and was returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and lead barrels noted no anomalies. All seal plugs were intact. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.